Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This pt was implanted with two leads with the same lot numbers. It was reported the pt is not receiving effective stimulation. The sjm rep met with the pt and was unable to resolve the issue with reprogramming. Surgical intervention may be pending to address this issue.